Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding discordant, falsely elevated high sensitivity cardiac troponin I (tnih) results on the patient samples obtained on two dimension exl 200 systems. Siemens is investigating the event.

Event description:
Discordant falsely elevated high sensitivity cardiac troponin I (tnih) results were obtained on one patient sample on two dimension® exl¿ 200 systems. A discordant result was reported to the physician and questioned. The same sample was reprocessed diluted on a later date on one of the dimension exl 200 systems. The reprocessed result was reported to the physician. The reprocessed tnih results were also regarded as falsely elevated by the customer. The elevated tnih results were not consistent with the patient's clinical presentation. There were no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated tnih results.

Manufacturer narrative:
Additional information (31-aug-2021) received from an ous customer. Statements and actions attributed to the physician(s) and customer are derived from the information supplied by the customer to siemens, documented in siemens' complaint handling system, and have not been verified. During the course of siemens investigation of a customer reporting elevated high sensitivity troponin I (tnih) results, siemens learned from the customer that the patient had expired due to acute coronary syndrome. The customer also informed siemens of alternate testing that was performed with the patient sample on a non-siemens, alternate methodology (cerba) obtaining a troponin value of 2.180 ug/l (2,180 ng/l) with a 99th percentile of <0.014 ug/l (14 ng/l) confirming the grossly elevated tnih value obtained by the dimension exl tnih methodology. The customer had not reported any relationship between siemens tnih results and the patient management. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the elevated high sensitivity troponin I (tnih) results. Hsc reviewed the information provided by the customer and the instrument data log. The instrument data confirmed there was no product non-conformance with the siemens tnih reagent or dimension exl system performance. The aspiration of the patient's samples did not show any atypical patterns indicating there was no sample integrity or sample aspiration issue. Siemens healthineers medical affairs evaluated the information provided by the customer. Complete patient details are unavailable. As troponin testing is known to be unstandardized where individual values cannot be compared between methodologies only the clinical concordance can be compared. The tnih results recovered would be consistent with the clinical condition that resulted in the patient death. The siemens dimension exl system is working as specified and the siemens dimension exl tnih results appear to be correct based on this additional information of the patient's clinical condition. As noted from the patient data, the sample was processed on two dimension exl instruments, and the results from both instruments, when processed with dilution were consistently high above the analytical measuring range. The sample was retested using an nabt tube (heterophile blocking tube) and the results obtained from the sample were high. Although the ECG at the time point of initial testing was considered normal, troponin results are evaluated with the clinical signs and symptoms including but not limited to ECG, and serial sampling of patient blood, which is recommended to detect the temporal rise of troponin levels characteristic of acute myocardial infarction. Additionally, an alternate non-siemens methodology was used to test the sample at an alternate laboratory resulting in a very high value of 2.180 g/l (2,180 ng/l- the 99th percentile < 0.014 g/l.) Although both troponin methods and their results are not directly comparable due to lack of assay standardization, it is also unknown whether the non-siemens methodology detects troponin I or troponin t. Still, both assays demonstrate very high troponin values and are consistent with the patient's ultimate diagnosis of acute coronary syndrome. The device is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect the hsc investigation. Initial MDR 2517506-2021-00223 was filed on 25-aug-2021.